Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device received anti-tachycardia pacing (atp) and shock therapies for atrial fibrillation (af) with rapid ventricular response. It was noted that therapy was exhausted. Rhythm was converted. The ICD remains in service. No adverse patient effects were reported.